Event description:
It was reported that the subject device had no image. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to g2, additional information for h4, and the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to a defective printed circuit board. During incoming inspection an additional reportable malfunction was found: all led of the front panel were glowing continuously due to a defective printed circuit board. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.